Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. Corrected field: h11 (customer reported event was not confirmed). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of error code e090 was not confirmed. In addition, during the device evaluation the following reportable malfunction was discovered: error code e433. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error code e090 occurs in the event of a permanent hardware offset error (max offset upos), a temporary data transmission error or a temporary hardware initialization error. In all cases, it is possible to exceed the offset limits of the spark monitor. Error code e433 was caused by a defective high voltage power supply board module and a defective motherboard, thermally damaged components were found on both components. The fuses were also destroyed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hf unit "esg-400" was getting an automatic restart with error code e090. The issue was found during maintenance. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty power supply, high voltage power supply board and fuses. Also; the contact quality monitor was not working due to a faulty motherboard. Additional findings include the following: there were dust inside the unit need to clean; third party paint work found on chassis, top cover and front panel; foot switch connector found broken; screw at the top cover of housing was missing; and washer under the screw at housing was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.